Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she sees a "flat wave" across vision and letters seem to float for the right eye. She also reported she has been diagnosed with a "cloud behind both eyes". Her vision is good in the left eye. She reported she was seen by a retinal specialist who noted a retinal detachment that cannot be repaired [eye unk]. In a follow-up, the surgical technician reported the pt has posterior capsule opacification (pco) in both eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There has been on other complaint reported in the lot number. Additional information was requested on 08/26/2011 and 08/30/2011 by phone, fax, and mail. A completed questionnaire has been received. (B)(4).